Manufacturer narrative:
The reported incident that the drill helix is broken off could be confirmed. The investigation revealed that the drill helix is broken off. A detailed evaluation of the fracture surface was not possible because due to additional drilling after breakage the complete fracture surface was destroyed. The shapes of the remaining drill helix parts indicate changed contours resulting from an impact with a hard material causing torsional overload. Furthermore strong, plastic deformations on the cutting edges are visible resulting from an impact with a hard material. Based on investigation the root cause of the drill helix breakage could be attributed to a user related issue. The failure mode was caused by too high torsional forces during application due to an impact with a hard material (no bone). Indications for material, manufacturing or design related issues were not found during the investigation.

Event description:
A company representative recieved a call from a nurse stating that during a bsso case, a twist drill fractured during drilling the first hole. A new part was pulled from the set and the case moved along without delay or adverse consequences.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
A company representative recieved a call from a nurse stating that during a bsso case, a twist drill fractured during drilling the first hole. A new part was pulled from the set and the case moved along without delay or adverse consequences.